Event description:
The product analysis lab (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 0.105 ohm, specs are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was evaluated in the product analysis lab (pal). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.145 to 0.008 ohm when the pem/ground stud wire was agitated. The poorly seated pem/ground stud wire caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the rite failure of ground bond failure was determined to be caused by a poorly seated pem/ground stud wire. Scrap power module wiring harness. Device was sent to servicing.